Event description:
It was reported that patient underwent surgical procedure utilizing a micromax suture anchor. Subsequently, approximately six months post-op, the surgeon re-scoped the patient and found that the anchor had become detached from the suture prematurely. The patient underwent revision procedure. No further information has been provided.

Event description:
It was reported that patient underwent surgical procedure utilizing a micromax suture anchor on (B) (6) 2008. Subsequently, approximately six months post-op, the surgeon re-scoped the patient and found that the anchor had become detached from the suture prematurely. A revision procedure was performed on (B) (6) 2009.

Manufacturer narrative:
There have been no trends identified related to this type of event. Numerous attempts have been made to obtain additional information from the surgeon. To date, product identification has not been provided. Should additional information be provided, a follow up report will be forwarded to the FDA. Date of event is unknownas part and lot number has not been provided, manufacture and expiration dates are unknown.implant and explant dates are unknown.

Manufacturer narrative:
Description of event - was updated to include the dates of surgeries. Lot number other - two different lot numbers (423950 & 004260) for part 905453 were implanted on (B) (6) 2008, however, it could not be determined which one had the issue with the anchor detaching. Expiration date - lot 423950 expires 11/30/2012 and lot 004260 expires 01/31/2013. Device manufacture date - lot 423950 was manufactured 12/1/2007 and lot 004260 was manufactured 2/4/2008. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records for both lots show that both lots released with no recorded anomaly or deviation.